Event description:
Merit received a letter and a cd containing films of the procedure. The letter indicated that there was a detachment of plaque in the trunk of the left coronary artery during contrast media injection due to the catheter tip being too sharp.

Manufacturer narrative:
Device performed according to specifications; no conclusion can be drawn. The catheter was not returned and the lot number of the catheter was not provided. Merit was able to determine that the catheter could have come from 4 possible lots that were shipped to the customer (g481072, g490841, g511590, or g493198). Manufacturing records from all four possible lots were reviewed and no anomalies were noted. Test records (heated arched torque testing, manual torque board testing, and stiffness testing) from associated body tubing lots were also reviewed and all samples from each lot met the acceptance criteria. Additionally, merit requested and received clinical input from dr a consulting cardiologist. Dr reviewed the angiography films provided on the cd and was unable to decipher from the images what the reporting physician meant by his complaint. He stated that there was obvious trouble experienced when engaging the catheter and that the event could be attributed to operator activity. He was unable to determine if the catheter was too stiff or sharp. Merit will continue to monitor these types of events for potential trends. If any additional information becomes available regarding this event, a follow-up report will be filed.